Event description:
It was reported that during an open gastric perforation procedure, the surgeon used the device to perform gastrointestinal anastomosis and found that the device could not cut out the tissue completely and the staples were malformed after firing. "The patient had big lood." Furthermore, the device could not be removed. The surgeon had to use a knife to cut out the tissue to take it out. Another device was used to complete the procedure. The patient is still in hospital. The whole procedure was delayed around an hour and a half hour and the patient accepted more anesthetic. Additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: what was the surgeon trying to do with the device? Tried to do gastric-duodenum anastomose. Where was the surgeon in the procedure when the issue happened? The surgeon fired the device. Where was the surgeon firing when the issue occurred? Finished firing. What tissue was being anastomosed? Stomach and duodenum. Can you please explain what is meant by "big blood?" The patient had big blood loss. Why did the patient remain in the hospital, because of the issue with the device or another reason? If another reason, please explain. Because of the issue with the device. What device was used for the proximal and distal transaction? What color reload? Used knife for proximal and distal transaction. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Our purse string device. Code is unknown. Was the spike of the trocar inserted lateral or through the staple line? Didn't use trocar. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. During removal, how many counter-clockwise revolutions were used to open the device? The device was removed by knife. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Serious edema on stomach. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. What is the patient's age and sex? Male and (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Is a pathology specimen and/or report available? No.